Event description:
During the procedure, a no thermocouple error displayed. The probe was moved to all ports but the issue remained. The probe was replaced but the issue remained so the procedure was cancelled. There were no adverse patient consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.